Event description:
It was reported that during a total knee arthroscopy (tka) surgical procedure, during testing, it was observed that 2x robotic assisted saw interface device (sasi) left and a robotic assisted saw interface device (sasi) right had a lot of give and were not tight to the to the velys base station and velys satellite station. It was reported that this has caused cut issues. It was reported that the robot was mounted to the bed. There were no reports of injuries, medical intervention, or prolonged hospitalization. No additional information could be provided. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.